Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, the device became stuck with a non-boston scientific guidewire. The devices were removed as one unit and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.